Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 25 mcg/ml of prialt at 1.5 mg/day via an implantable pump for spinal pain. On (B)(6) 2018, it was reported that the patient had a painful spasm in their leg that could not be explained. No environmental/external/patient factors that might have led or contributed to the issue were reported. It was unknown what, if any, diagnostic/troubleshooting measures had been performed. The patient's hcp turned the pump down to minimum rate to see if it was the cause of the patient's spasms and leg pain. It was confirmed that the patient's original chronic pain was totally controlled. The patient's hcp reported that they would follow-up with the patient over the next week to see if the patient's leg pain is relieved. No surgical intervention occurred, but it was unknown if surgical intervention was planned. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included chronic pain. Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a refill done on (B)(6) 2018 with 25mcg/ml ziconotide set at 12mcg/day. The patient presented to the emergency room on (B)(6) 2018 with chest pains, nausea, and vomiting. The patient was transferred to the intensive care unit (ICU) on (B)(6) 2018 to adjust the pump to minimum rate. The printout was left with the nurse in the ICU. On (B)(6) 2018 information was received from a manufacturer's representative (rep). It was reported that the patient was discharged from the hospital and went to a pain clinic. The patient had the prialt removed from the pump. The pump was filled with preservative free saline and the catheter and internal tubing was cleared using the protocol. No further complications were anticipated/reported.